Event description:
The MFR rec'd info alleging a ventilator was alarming and displaying a "service required" message. The device was not in pt use.

Manufacturer narrative:
The device was evaluated by the MFR, and the customer's complaint was confirmed. The device's tubing between the proximal sensor and the sensor pca was disconnected. The tubing was reconnected to correct the problem. This type of malfunction could affect therapy. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm appropriately for a low pressure condition. The MFR will continue to monitor life support ventilator malfunctions that could potentially result in a loss or degradation of therapy.